Manufacturer narrative:
Based upon the mfg investigation, there was an incorrectly wired appliance connector (j4) on the back of the drx system power and distribution unit (pdu). The appliance connector had the ground and neutral wires positions reversed. Repositioning the ground and neutral wires to their correct terminals rectified the issue. This miswire condition does not present as a safety risk to the user or pt since they do not have access to the internal wiring of the pdu. Carestream health field engineers are aware of this issue and have been instructed to complete a visual inspection of the pdu wiring before performing any type of service to the equipment. Based upon the investigation, carestream believes this issue is a single occurrence due to human error because there have not been any other field engineering reports of miswired systems noted in distribution. In addition mfg will review and update mfg procedures to ensure the pdu wiring is assessed not only by a visual check, but also automatically through the use of a test fixture to provide electrical output measurement.

Event description:
A carestream health service (field) engineer was completing a new installation for the carestream drx - evolution x-ray system ((B)(4)). The field engineer sustained an electrical shock while disconnecting a data cable from the rear of the console pc. The field engineer (fe) had one hand on the pc chassis and the other hand was holding the end of the data cable. The fe experienced severe pain in the chest area and received f/u medical care at a hosp.